Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld on the top cell at the bus bar. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted form the battery impacting a hard surface. No adverse event resulted form the loose spot weld.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.